Manufacturer narrative:
H3: product analysis: part# 436120b lot# ca19l056 visual and optical inspection of the centerpiece expander revealed that the implant has been completely disassembled. The body set screw appears to have been backed out all the way then threaded back in causing damage to the threads. The set screw is not made to be backed out all the way. This type of damage is consistent with the rethreading of the set screw when backed out all the way. Visual and optical inspection confirmed a couple of the teeth of the centerpiece implant have been damaged/broken. Functional inspection with a sample inserter confirmed the implant would still expand and close but would not expand when excessive force was placed on it. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l1 vertebral body replacement procedure in a patient diagnosed with vertebral fracture. It was reported that the operation was not successful when the implant was attached to the inserter. It was hard and did not move. It moved only in the closing direction, even though it moves. The first cage was attached to the inserter and an attempt was made to open the cage, but it could not be opened. As there were concerns about prolonging the operation time, a second cage of the same size was also opened, and connection was checked while checking the procedure manual but was unable to open this one as well. A third one was opened, but this one could be opened normally, and was used on the patient. After the surgery, when the person in charge checked the defective product and found that it could be opened manually without any problem, but when the inserter was attached, some hindrance was felt and could not open it. The cage did not come in contact with the patient. There is no malfunction associated with the inserter. There was no patient symptom reported. There was a delay of less than 60 mins there were no further complications reported regarding the event.